Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4092-52 lead, implanted (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the inner insulation of the lead was extrinsically breached due to a cut and tear, outer insulation of the lead was extrinsically breached due to a cut and tear, inner and outer insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant. Cross continuity test failed. The analyst commented that the insulation breaches are likely related to the electrical and appear to have been caused at implant.

Event description:
It was reported that the right atrial (ra) lead had pulled back from the atrium due to the patient¿s twiddler¿s syndrome and was not capturing the atrium. The patient was experiencing nerve stimulation but it was unclear which nerve was affected. The lead was explanted and replaced as it could not be advanced due to vein stenosis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.